Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain when the stimulator was turned on. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient underwent an explant procedure.